Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an impedance issue with the patient. Patient was seen because she stated that she was unable to increase program 1 on groups a and b. The impedance on the device was tested during the visit. It was found that electrodes 0,1, and 6 were showing "open" or a red x, the measurements were found to be 40000 ohms. The patient was programmed on those electrodes. The patient was reprogrammed around the high impedances and got good coverage for her pain pattern. The patient is unsure of any causes that could have led to this issue. The patient noticed it a few weeks ago when she "turned the stimulator back on" because she had it off.